Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, impact code, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Initially, it was reported that this valve implanted in the aortic position was planed for surgery, however currently the patient is under long term follow up an no actions are required, therefore there is no serious injury. In addition, imagery evaluation, demonstrates central regurgitation of unknown severity in the region of the right coronary cusp. Leaflet motion or thickness cannot be analyzed nor a root cause be determined. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
New information the patient is not planned for any surgical treatment but following up for 6-12 months.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from colombia that this 58-y-o patient with a valve model 3300tfx21mm implanted in aortic position presented with aortic insufficiency on post-operative day 1 (peak and mean pressure gradient values of 26 and 14mmhg, respectively; vmax 2.5 cm/s), as per echocardiogram findings. As reported, the adverse event was due to an early prosthetic dysfunction. The patient presented with heart failure and remained hospitalized awaiting the re-intervention procedure. The patient was being monitored and awaiting surgical management.